Manufacturer narrative:
An investigation was carried out into this complaint. The overall occurrence rate for the incidents where tipping or tilting of the maxi move passive floor lift was reported is currently slightly decreasing. With the number of sold devices and in comparison to the daily use of them, the occurrence rate observed for complaints with the similar failure mode in last 5 years is considered to be low and stable. It was reported that therapists were using maxi move passive floor lift for ambulation of a patient when the device started to tip (its wheels were lifting off the ground). Following the information reported the incident occurred at time of using the device for gait training. The patient suffering from sensory ataxia, was fully weight bearing but he had problems with coordination and balance. Patient had come from sitting position to standing and was taking steps towards the device mast. After taking a few steps by patient the back wheel(s) of the lift came up the floor causing the lift to tilt. It did not tip over completely as three caregivers were able to steady the device and position the resident back in a sitting position. No injuries have been sustained by him. The lift was being used with maa5000 walking jacket active sling and 2-point spreader bar. During our investigation dedicated to this complaint, we were trying to establish the exact root cause of the reported event - the maxi move lift tilted to one side during gait training for patient. Please note that our lift devices fulfill the iso 10 535 requirements of being stable with the safe working load weight in the most adverse position. As required per iso 10 535 a stability test was performed during design phase for maxi move device that proves that even on a tilting slope, when lifting 1.25x the safe working load, and in the most adverse position, the device does not become unstable. The factors as the stability inherent to the design of the device and the stability inherent to the condition of the device at the time of use will not be considered as contributing factors to the event. Based on previous investigations, the following factors are considered to be the possible causes for lift tipping: applying the chassis brakes while attempting to move the device, using other than maneuvering handle parts of the device to move it, for example the mast, the jib, the spreader bar or the patient, pushing the device directly on the obstructions on the floor, pushing or pulling the device sideway instead of the front direction, malfunctions of the lift or the sling. It was confirmed by witnesses of the incident that the lift's brakes were disengaged. What is more, we have not been notified about any malfunction of the lift, sling or spreader bar detected. Following these facts, the hypotheses a) and e) can be ruled out from a circle of potential causes of the device tilting. There was no indication on any obstructions on the floor that could have been a potential obstacle in safe and undisrupted transfer - the hypothesis c) can be excluded either. The involved patient was suffering from sensory ataxia causing uncoordinated and sometimes lurching gait. This factor could have potentially influenced on correct trajectory and in combination with a use error (such as using for example the mast, the jib, the spreader bar to move the device or pushing or pulling the device sideway instead of the front direction) might have disturbed a center of gravity of the lift and in consequence led to the tilting as reported by customer. The maxi move instruction for user (rev. 12) provided to customers with devices warns and informs the user: "maxi move must always be handled by a trained caregiver and in accordance with the instructions outlined in this manual." "When opening or closing the legs on a powered chassis, care must be taken not to allow anything to stand in the way of the chassis' moving legs. For example, pay special attention when the legs are operated around chair or in doorways". "Caution: the chassis rear castors have brakes which can be foot-operated when required (see fig. 13). Do not apply the chassis brakes at this stage, as the position of the patient will adjust to the center of gravity of the lift while the patient is being raised." "Warning: do not attempt to maneuver the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient as this can cause the lift to topple over, and cause injuries. Always use the maneuvering handle when displacing the lift. "Before lifting a person from a bed, ensure there is sufficient clearance underneath the bed to accommodate the maxi move chassis legs." "Using the adjustable width chassis, it is possible to make adjustments to the chassis leg width to assist with maneuverability around obstructions, such as bed legs or castors." The cited extract from the instruction for use ensures that usage of the maxi move lift in accordance to the guidelines provided by the manufacturer will not cause or contribute to its tipping. No fault was reported with the involved devices that might have caused or contributed to this event. This indication leads to the conclusion that the incident was caused the most likely by use error. Looking at the incident scenario it has been established that maxi move passive floor lift was being used for patient handling at the time of the event and in that way contributed to the reportable event - device tilting. We have not been notified about any malfunction of the devices (lift or sling) that could have caused or contributed to tipping and from that perspective they were to its manufacturer specification at the time of the incident. Nevertheless, the device was reported to tilt and from that perspective, the floor lift did not meet its performance specification. No serious adverse event (death nor serious injury) occurred.

Manufacturer narrative:
(B)(6). Additional information will be provided upon conclusion of the investigation.

Event description:
Arjohuntleigh was informed that the maxi move was beginning to tip during ambulation. There was no injury reported as a result of this event. A male patient was sitting on the bed with sling applied, as he took steps moving away from the bed one of the castor came off the floor. Three caregivers were able to steady the device and had the patient sit again on the bed.